Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 2 bd 5ml syringe luer-lok¿ tips experienced device damage/deformation while still considered operable. The following information was provided by the initial reporter: observation of a crack in the body of 2 syringes used at the time of ppi water sampling for cytotoxic reconstitution. No consequences for staff or patients precautionary measures and actions taken : syringes quarantined, the devices have not been in contact with a cytotoxic agent quarantine of the batch concerned.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 2/1/2021. H.6. Investigation: received 2 syringes in a biohazard bag. Blisters were opened. One syringe was placed inside opened package. One syringe was outside of the package. Both syringes were confirmed to have a crack between the zero and the 3ml line. Both packages were from the same batch # 0213256. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the cracked barrel defect is associated with the assembly process. H3 other text : see h.10.

Event description:
It was reported that 2 bd 5ml syringe luer-lok¿ tips experienced device damage/deformation while still considered operable. The following information was provided by the initial reporter: observation of a crack in the body of 2 syringes used at the time of ppi water sampling for cytotoxic reconstitution. No consequences for staff or patients. Precautionary measures and actions taken : syringes quarantined, the devices have not been in contact with a cytotoxic agent. Quarantine of the batch concerned.